Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/10/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use on the patient. It has been reported that suture breakages have occurred in the past, although the exact frequency and occurrence dates are not known. If possible, please provide information on the total number of procedures involving suture breakage: customer reported one procedure to me for this code. What is the total number of products involved in each event? Customer did not specify number of each, code (vcp316h) from one box (tdbdbrw0) were reported. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a. It was stated that there may have been three events, but the details of what exactly happened and which products were involved were uncertain at the time. As a result of this uncertainty and to address potential issues, four product complaints have been created. Please provide clarification on the reason for the creation of these four pcs. 4 pcs have been made because of reported 4 different instances of suture breakage during surgery. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu ). Dr. (B)(6). Corrected information: h6 - b17 device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code:g07002-device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify it has been reported that suture breakages have occurred in the past, although the exact frequency and occurrence dates are not known. If possible, please provide information on the total number of procedures involving suture breakage: what is the total number of products involved in each event? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). It was stated that there may have been three events, but the details of what exactly happened and which products were involved were uncertain at the time. As a result of this uncertainty and to address potential issues, four product complaints have been created. Please provide clarification on the reason for the creation of these four pcs. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name -irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.